Manufacturer narrative:
Patient codes: 1970,2061,2069,3191-bulge,mesh migration. It was reported that the patient underwent mesh revision on (B)(6) 2014 due to recurrent incisional hernia, adhesions, abdominal pain, bulge, nausea, scarring, seroma and mesh migration. It was reported that the patient underwent mesh revision on (B)(6) 2018 due to adhesions, infection, abscess, inflammation, scarring, seroma and fibrosis. Mwr-26082020-0000792238 submitted for adverse event which occurred on (B)(6) 2014. Mwr-26082020-0000792240 submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in separate file. No additional information was provided.